Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the customer was hospitalized with hyperglycemia of 48.4 mmol/l (hospital measurement) and ketones in his urine. He experienced symptoms of sickness, thirst, and vomiting, and he was treated with an insulin infusion. Reporter stated he is now using a new infusion device and is home and "healthy." It is believed an infusion device malfunction was the cause of hyperglycemia. The alleged product was requested for evaluation.